Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.

Event description:
The mother reported via phone call that the customer received a button error alarm. The customer's blood glucose was unknown. The mother could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.